Event description:
It was reported that it was not possible to interrogate the device, and there were no pacing outputs observed during an electrogram. Multiple programmers were attempted, but it was still not possible to interrogate the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device confirmed the reported no telemetry was due to low battery voltage and high system current drain. The excessive current drain was due to a defective transistor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2012; 4296 implantable pacing lead - (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.